Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure performed on an unknown date, a small part of the screw head chipped off and the screw recess deformed during tightening when implanted into orbital rim of patient. The chipped off screw head part was discarded during surgery. The screw is secured in patient bone, however the deformed screw recess is no longer able to engage with the screwdriver tip (if needed for removal in future). Other screws were implanted into patient using the same screwdriver and the surgery was completed successfully with no other issues reported. This report is for one (1) ti matrixmidface screw self-drilling 6mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional device product code: jey. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.